Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was patient stated that the programmer has been acting up for the past few weeks (patient said probably end of last month) and now will not connect to the implanted neurostimulator (ins) at all, they would see poor communication. Patient already put in new batteries. Agent walked caller through removing the battery pack and re-insert the batteries. Patient did not see any damage to battery compartment. Patient then tried to connect with the antenna attached and connected after a few seconds, but patient said the connection issue had been intermittent. Patient tried to connect without the antenna and could connect right away, but connection again took a couple seconds when using the antenna. An email was sent to the repair department to replace the programmer antenna. Pt called for assistance with placing their device in MRI mode. Pt said however that the programmer wasn't working correctly as when they would sync the programmer to the ins, the screen would show the poor communication screen. Pt confirmed that they were using the programmer antenna. Pt was still seeing the poor communication screen without using the programmer antenna. Pt said that they had called recently since the programmer wasn't working properly. Pt said that they were already sent a new programmer antenna, however the issue wasn't resolved. Pt confirmed that they could recharge the ins from the recharger and turn the ins on and off using the recharger. Agent reviewed programmer replacement with the pt. Agent was offering to e-mail the pt the MRI mode instructions, however pt then said that the programmer screen was up and that the programmer was synced to their ins. Agent walked the pt through placing the ins in MRI mode successfully. Pt noted that their appt for their MRI was today. Agent re-opened the case to assign case to self and send an e-mail to repair to replace the programmer.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97740, serial/lot #: (B)(6), UDI#: (B)(4) h3: product ID: 97740, serial/lot #: (B)(6) was returned for product analysis. Analysis found the front case was broken, the back case was worn/corroded, and the telemetry board was not connected causing it to not turn on. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.